Event description:
Home care nurse was removing the patient's PICC line, it snapped and broke off, the body then retrieved the catheter. The nurse then placed a tourniquet on the patient's upper arm and then took the patient to the emergency room where the rest of the catheter was surgically removed.